Event description:
Patient scheduled for implant removal surgery by surgeon on (B)(6) 2013. Due to scabbing around primary and secondary implant since (B)(6) 2012, without resolution despite medical treatment, including removal of the scab and applying topical antibiotic drops to the wound. The patient is being seen by an infectious disease specialist to rule out possible allergy to the implant. Due to the ongoing infection, the surgeon has opted for removal of implants.